Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the backlight on the insulin pump would not turn off, following a battery change, and when he awoke, the screen was blank with the backlight still on. The customer stated that when he would push buttons, it would flash and he could see parts of the screen. His blood glucose was 189 mg/dl. During troubleshooting for the partial display issue, customer stated he was in high humidity weather, caught in a rainstorm, and was wading in the ocean and getting splashed with waves, though the insulin pump was never submerged in water. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to the electronic assembly. Unable to perform the displacement test or verify missing segments, partial display, or back light anomaly due to blank display. No moisture damage on the keypad assembly, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.